Event description:
The facility representative contacted baxter to report a flogard infusion pump in which the device had a clamp issue. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the biomedical service department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a clamp issue was confirmed during product evaluation. The root cause of the reported problem was determined to be loose sensor connectors. Appropriate action was taken to correct the reported problem by cleaning and resoldering the sensor connectors. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review found that the device has not been previously sent into service for the reported condition.